Event description:
The thermacor 1200 infusion system was being used at (B)(6) on (B)(6) 2014. The hospital believes that an occlusion in the catheter caused the patient line to come off the cassette. No patient or additional product information was available. The unit was tested by the sale representative, and he noticed that the unit did not sense pressure when the patient line was clamped. The unit ((B)(4)) was returned to the manufacturer for investigation. It was determined that the pressure port was not flush with the housing. This could possibly be caused by damage to the port area of the unit .the housing was replaced and the port was mounted flush to the housing. Acceptance testing was performed on the unit with no problems noted.